Event description:
In 2009: sample 2: initial probnp gave 10.41; repeat gave >35000 pg per ml. The user caught the probnp before it was reported out.

Manufacturer narrative:
The field service rep was unable to determine a cause. He performed analyzer check tests to evaluate and verify analyzer operation. After analysis of the data provided by the customer, the investigational unit determined pre-analytic factors as possible root causes, such as insufficient sample volume and short clotting time. Performance tests performed on the analyzer were within specification.

Event description:
User received discrepant hcg and pro-bnp results for two pts' samples. Sample 1: initial hcg result gave 1.13 miu per ml and was reported out. The ER doctor did not believe the result and called the lab requesting a repeat. The same sample was repeated twice giving >10000 and with dilution around 28,000 miu/ml. User said the doctor didn't believe the hcg result and therefore, did not treat the pt based on the erroneous result.

Manufacturer narrative:
The field service rep was unable to determine a cause. He performed analyzer check tests to evaluate and verify analyzer operation. After analysis of the data provided by the customer, the investigational unit determined pre-analytic factors as possible root causes, such as insufficient sample volume and short clotting time. Performance tests performed on the analyzer were within specification.